Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316 lot #: 18428205 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the pocket and lead incision site. Symptoms were pus and pocket pain. The patient underwent an explant procedure. The physician believed that the infection was procedure related.